Manufacturer narrative:
The device has not been returned for the manufacture to investigate. However, photographs were received and there is indication of breakage. Although we are unable to clarify and identify how the screw broke. A review of the device history record (DHR) was conducted and was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. We have ask for additional information from the distributor, however as of the date of this report we have not received a response. Once our investigation is complete a follow-up report will be sent.

Event description:
It was reported that a inclusive abutment fractured in a patient's mouth at the time it was being torqued into place. It was reported that there was no serious injury that occurred and as of the 3rd of august, 2018 the patient was reported to be "fine and healthy". There was no report of adverse event nor injury to the patient. There was no information received regarding the amount of torque used when tightening the abutment. The fractured portion was retrieved on an unspecified date, and at this time it is unclear if it will be available for return.

Manufacturer narrative:
There was no sample returned for evaluation. However, pictures and a radiograph (x-ray) was provided for investigation. Based on pictures and radiograph evaluation: the abutment was completely sheared off on the side connecting to the restoration. The partial abutment remained inside of the restoration and located in the channel for the abutment screw. The abutment fracture was confirmed through photo evaluation. Based on the available information, the physician claimed the screw did not fit. It is recommended when delivering the final restoration, the titanium abutment must seat completely into the implant, making sure anti-rotational features of the connection interface are fully engaged. The fracture of the abutment may have resulted from over torquing the abutment screw to get a fit (more than the recommended 25 ncm). In addition, the radiograph and photographs show that the contours of the crown fabricated on the abutment have large mesial and distal cantilevers as well as a large occlusal table. It is possible that a large occlusal table and cantilevers (prosthetic design) can produce biomechanical overloads on the connection and cause loosening of the screw or fracture of the abutment and/or screw. Poor prosthetic design does not distribute forces/stresses/torque appropriately. This is the only complaint received for this lot number regarding a fractured abutment. This event will be tracked and trended.